Manufacturer narrative:
Investigation into this event indicated a partial occlusion in the reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer replaced the probe returning the instrument to expected operation. Evaluation of instrument dataloggers have confirmed that error codes observed by the customer were most likely caused by a partially blocked reagent metering probe. The laboratory supervisor indicated that no quality control results were out of range during this event, and no patient results have been questioned as a result of this event. The root cause of this event was a partially occluded reagent metering probe.

Event description:
A customer observed a condition code indicating that the vitros eci analyzer's reagent metering subsystem was not performing optimally. An ocd field engineer was dispatched for service and observed a partially occluded reagent metering probe. Under these conditions, if the occluded probe had not been repaired, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of misreported results as a result of this event. This report corresponds to ortho clinical diagnostics, inc.